Manufacturer narrative:
Visual analysis and scanning electron microscopy (sem) analysis were performed on the returned device. The reported material rupture and was confirmed. The difficulty removing was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. The investigation determined that the reported difficulties were likely due to case related circumstances. It likely that the material rupture was the result of interaction with anatomy, which was described as heavily calcified. In addition, the resistance noted during removal and radial separation of the balloon was likely the result of the ruptured balloon material catching on the introducer sheath or anatomy during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this procedure was performed to treat a heavily calcified aorta. An armada 35 14mm/40mm was inserted and advanced to the target lesion. It was noted a stent had been previously implanted in the same location. While inflating the balloon, it was observed it had ruptured at 4 atmospheres. The balloon was attempted to be removed, but it became caught on the guide wire. The ruptured balloon and guide wire remained attached and were able to be removed without as one without causing damage. No pieces of the balloon remained in the anatomy. A same size balloon was inserted, and the patient was successfully treated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.